Manufacturer narrative:
Final device analysis results reveal that both b+, b- battery bonds were lifted from the hybrid circuit board pads. Results of destructive analysis shows one feed-thru wire from circuit #3 and #7 are lifted from the circuit board pads. Inspection found the epoxy bonds were also broken between the hybrid and both battery terminals. Analysis results confirm the reason for device return. The product serial number is part of the affected sn range for the kinetra broken wire bond recall.

Event description:
The ins was explanted and returned from the facility in 2006 for evaluation, stating the reason for removal was battery depletion. The original date of implant was not provided; the length of service life is unk. The user indicated, that the product may be part of the MFR recall for suspected bond wire breakage.